Event description:
A hospital in (B)(6) reported that the rt380 adult dual heated evaqua2 breathing circuits were "falling apart at the wye." It was further reported that this occurred on four separate occasions. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint rt380 evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was visually inspected and its connections checked. Results: the breathing circuit was received still sealed in its bag. It was observed that the y-piece was disconnected from the expiratory limb. No damage was found to the y-piece or the expiratory limb connector. It was possible to connect the subject expiratory limb to the y-piece without any issues and to create a tight fit. Conclusion: the hospital had informed us that the disconnections had generally occurred while turning the patient. They also commented that the tubing had probably been pulled at this time. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. The user instructions supplied with the rt380 breathing circuit state: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.